Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('myometrium at the right and left cornua show two embedded metallic coils') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "the doctor had a hard time getting the device in place". The patient's medical history included anemia, vitamin d deficiency, vitamin b12 deficiency, c-section, endocervical squamous metaplasia, cervix inflammation, adenomyosis uteri and paratubal cyst. Concurrent conditions included vaginitis and menses irregular. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding-other"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psych injury/depression"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches"), vitamin d deficiency ("vitamin d deficiency"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse),") and arthralgia ("joint pain"). The patient was treated with surgery (da vinci total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the embedded device, genital haemorrhage, back pain, dysmenorrhoea, depression, fatigue, alopecia, headache, vitamin d deficiency, vaginal haemorrhage, heavy menstrual bleeding, migraine, dyspareunia and arthralgia outcome was unknown. The reporter considered alopecia, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, migraine, vaginal haemorrhage and vitamin d deficiency to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), back,fatigue, hair loss, headaches,vitamin d deficiency. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2016: total bilateral. Occlusion. Imaging procedure - on (B)(6) 2016: essure confirmation test(s) (unspecified) test bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-oct-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('myometrium at the right and left cornua show two embedded metallic coils') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "the doctor had a hard time getting the device in place". The patient's medical history included anemia, vitamin d deficiency, vitamin b12 deficiency, c-section, endocervical squamous metaplasia, cervix inflammation, adenomyosis uteri and paratubal cyst. Concurrent conditions included vaginitis and menses irregular. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding-other"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psych injury/ depression"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches"), vitamin d deficiency ("vitamin d deficiency"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse),") and arthralgia ("joint pain"). The patient was treated with surgery (da vinci total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the embedded device, genital haemorrhage, back pain, dysmenorrhoea, depression, fatigue, alopecia, headache, vitamin d deficiency, vaginal haemorrhage, heavy menstrual bleeding, migraine, dyspareunia and arthralgia outcome was unknown. The reporter considered alopecia, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, migraine, vaginal haemorrhage and vitamin d deficiency to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), back, fatigue, hair loss, headaches,vitamin d deficiency. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2016: total bilateral occlusion. Imaging procedure - on (B)(6) 2016: essure confirmation test(s) (unspecified) test bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 01-oct-2021: mr received. Reporter information, patient medical history, product removal details, event: the myometrium at the right and left cornua show two embedded metallic coils added. Case becomes serious incident. Action taken with drug updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.